Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: serial#: (B)(4), implanted: on (B)(6) 2015, explanted: on (B)(6) 2023, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(4), ubd: 07-oct-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that the patient needed an MRI (magnetic resonance imaging) to see if the csf (cerebral spinal fluid) was leaking.  The MRI facility stated that the patient had back surgery (to see if csf was leaking). On (B)(6) 2022, the catheter was cut for that back surgery. They wanted to know if they could do an MRI. Technical services reviewed MRI guidelines and provided the national answering center phone number to check the pump post MRI. The healthcare provider had no further information on the catheter. Additional information was received that upon further review the MRI was to see if there was a csf leak. The back surgery that resulted in the catheter cut was unknown for the reason for the surgery. Additional information was received that the patient kept collecting a fluid pocket next to where their pump was, the reason was unknown, but patient also needed back surgery so the surgeon decided to take pump and catheter out. There were no external factors that contributed to this event. No diagnostic testing was done. The intervention that was taken was to reduce the dose to lowest and have surgeon explant the pump and catheter. The issue was reported to be resolved. The patient's weight and medical history were asked but would not be made available. The patient was alive with no injury.